Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patients sensor was inserted on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.